Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery on the forty-one-year-old male patient, an ophthalmic handpiece did not exhibit aspiration function. The handpiece was replaced and lens fragments were manually removed, and sutured. The patient was hospitalized and had to be operated again after initial surgery. The patient was not completely healed, experienced severe reduction in visual acuity. This complaint is pertaining the four of four reports received from the initial reporter.

Manufacturer narrative:
The handpiece was received for testing. A visual assessment of the returned sample revealed dented irrigation line and strain relief damage. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.